Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was present in the infusion set tubing. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer primed the tubing and removed the air bubble.